Manufacturer narrative:
Conclusion code no longer applies to this event.

Event description:
Additional information form the consumer reported that she had the replacement done due to shocking incidents while using other medical equipment which caused the implantable neurostimulator (ins) to deplete prematurely.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she had a lot of major surgery where she had to turn the device off. She also used a bone growth stimulator and compression boots. The patient was feeling a shocking sensation and she had major neck surgery on (B)(6) 2014; after the surgery she would get shocked even when her bone growth stimulator wasn't on. She had major neck surgery and had to turn the device off for four hours a day when she had the bone growth stimulator on. The patient also broke her shoulder and had to wear a pneumatic compression thigh high hip boots two hours a day, so she had to turn the device off. When using the compression boots or bone growth stimulator, she turned the implantable neurostimulator (ins) off so she wouldn't get shocked. She was having her ins battery replaced on (B)(6) 2016 due to normal battery depletion. Her doctor thought it depleted because of having to turn off the system so many times.